Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital, reanimated and admitted for 2 days, after passing out and losing consciousness, while wearing the pod. At the hospital, the patient was placed on an intravenous (IV) of fluids and insulin, given acetaminophen and gravol and a new pod was applied on the second day.